Manufacturer narrative:
Examination was not possible as no product was returned. A search of the warsaw and intl complaint database did not find any add'l reports of this nature for the product code/lots provided since their respective release for distribution. The investigation could not verify or identify any evidence of product contribution to the reported problem. The initial report states that it is not suspected that the product failed to meet specifications or contributed to the reported event. Info provided indicates that the stem of the tibial component was causing pain on the anterior cortex so it was revised to a longer stem. Based on the investigation closed. Should the product or add'l info that changes this conclusion be received, the investigation will be reopened.

Event description:
The patient was revised because of pain.